Event description:
It was reported that patient felt a vibration from device and went to hospital. Episodes of noise were observed. The electrical measures were good both before and after provocative testing and pocket manipulation test however the was capped and replaced. The patient condition was good.

Manufacturer narrative:
(B)(4).